Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the neurologist did not have any issues communicating with other patients¿ devices and that his programming system was functioning normally. The neurologist was unaware of the reported high lead impedance so x-rays were not taken and the patient¿s device was not programmed off. No patient manipulation or trauma was reported. Attempts for product return have been unsuccessful.

Event description:
It was reported that the vns patient was experiencing an increase in seizures. The device could not be interrogated so the reported event was suspected to be due to end of service. Additional information was received stating that the patient underwent generator and lead replacement surgery on (B)(6) 2014. Prior to the case, diagnostic results revealed high impedance (dc dc ¿ 7) and end of service. The generator was replaced first and diagnostic results with the existing lead revealed high impedance (impedance value >= 10,000 ohms). The lead was then replaced and diagnostic results revealed lead impedance within normal limits. The surgeon noted that fluid appeared from the explanted lead when it was transected. Additionally, the surgeon stated that one of the wires looked rusted. The explanted generator and lead have not been returned. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012.

Event description:
Product analysis was completed on the lead. Note that a large portion of the lead assembly including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portion of the device which may have contributed to the stated allegation of high impedance. Note that since a large portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
The explanted generator and lead were returned to the manufacturer for analysis. Based on the bench analysis and the electrical test results, the generator exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion to an end of service condition. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. With the exception of the parameters that associated with a low battery condition, the device performed according to functional specifications. Analysis determined normal functionality and normal electrical performance of the pulse generator, which will be used to conclude that no abnormal performance or any other type of adverse condition was found with this device. Analysis of the returned lead portion is currently underway.